Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that in-stent restenosis occurred. In (B)(6) 2013, the patient presented due to silent ischemia. Subsequently, coronary angiography and index procedure were performed. The target lesion #1 was located in the 1st diagonal with 80% stenosis and was 15.5mm long with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation and placement of a 2.75x20mm and 3.50x20mm promus element stents with 0% residual stenosis. The target lesion #2 was located in the proximal left anterior descending (lad) artery with 40% stenosis and was 18mm long with a reference vessel diameter of 3.50mm. The lesion was treated with pre-dilatation and placement of a 3.50x20mm promus element stents with 0% residual stenosis. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2018, the patient was diagnosed with in-stent re-stenosis and hospitalized on the same day. Subsequently, coronary angiography was performed which revealed 80% in-stent restenosis noted in the 1st diagonal branch which had previously placed study stent was treated with percutaneous coronary intervention (pci). Post intervention, the residual stenosis was 0%. Three days later, the event was considered to be recovered/resolved with sequelae and the patient was discharged on the same day.